Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead lock device (lld ez) was inserted into the lead to provide traction. When utilizing a spectranetics 11f tightrail rotating dilator sheath, the patient's blood pressure dropped and an effusion was detected. It was noted that the screw tip of the lead was protruding through the wall of the rv, creating a perforation during extraction attempts. A pericardiocentesis was performed, but unsuccessful due to the patient's blood clotting. Unfortunately, the patient was unable to recover, and did not survive the procedure. This report captures the lld ez device in use when the rv perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation and death are listed as a potential adverse event with use of the lld device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.